Manufacturer narrative:
Exact date unknown, event occurred a while ago.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.